Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A manufacturing device history record (DHR) review or product/process changes review for the involved lot number was performed. No deviations that could be related to the reported event were found. All dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, a brainstorming session was performed in order to identify the possible causes for the failure. The following potential causes were identified: defective material, operator failed to follow process and inspection procedures, customer misuse, or equipment malfunction. No trends and no triggers have been identified. Corrective and preventive actions (CAPA) or other further actions are not required at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the junction of the extension tube and bifurcate.

Manufacturer narrative:
Submit date 2017-july-07. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. The sample consisted of a used palindrome catheter. Visual inspection was performed and it revealed that the catheter showed signs of use and did not present any problems. In order to confirm the reported condition, the catheter required functional testing. After this test, the sample did not present any problem with leaks. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has not been confirmed. Based on the available information and the results of the DHR review that showed no deviations, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% of the devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered as customer perception. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or trigger were identified, no harm was reported for this complaint and this is not a manufacturing/supplier related event. No further corrective and preventive actions (CAPA) are deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states there was a leak at the junction of the extension tube and bifurcate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/17/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the junction of the extension tube and bifurcate.